Event description:
The nurse of a male pt contacted lifecor customer support to report that the "battery fault" led would illuminate when one of the battery packs was placed on the battery charger. She tried to place the battery pack on the charger again, and no lights would illuminate. Then she placed the second battery pack on the battery charger, and the "charging" led illuminated. She told support that the good battery pack had zero bars on it, and it had been used for less than 12 hours. Support asked for a download, but nurse stated she did not have time. Support asked for someone to stay with pt while good battery pack was charged. Support sent the pt two replacement battery packs.

Manufacturer narrative:
Device manufacture date: battery pack 2006, battery pack 2007. Device was not returned to lifecor. Many battery packs that have been returned from this lot, with this problem, have defective u3 and cells. The u3 supervisory ic develops an internal short circuit which in turn draws excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. These battery packs are currently on recall.